Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: device history record review there is no issue found on lot cm21n20. Since the DHR review reflects that no issue during production. We then try to duplicate the reported issue in our qc room. One chamber was placed on the heater base using 2psi operating pressure (this is the maximum operating pressure mentioned in the IFU), using mr850 heater base with a temperature of 36¿ ~38 °c, after 6 hours running time, we blocked the air from coming out the corrugated tube that connecting to the patient mask, the chamber is still working with no leak. The root cause may come from air pressure =5psi with an immediate moment of air blocked to the corrugated tube on the patient side.

Manufacturer narrative:
81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that there was a substantial amount of water leaking on the floor from two identical (lot/batch) humidification chamber, 10/cs units. The humidity chamber alarmed when the temperature exceeded 40 degrees celsius. The movement on the metal plate where the chamber plastic is attached felt softer than anticipated. The problem happened with the use of two distinct patients more than two days apart.